Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use for total thyroidectomy, prior to the procedure, the tube was placed in the position as per the instruction that it should be with the signage (which the tube is identified), but it was not detected. The procedure was completed with backup product. There is no patient injury. Additional information received that prior to the procedure druing the preparation and placement of the nim trivantage tube, the green checks that change from "x" to "checked mark" did not pass and it was verified that the tube was well placed over the vocal cords according to the placement indication. The tube had no evidence that it was physically in poor condition.

Manufacturer narrative:
H3: product visually, there was no significant packaging carton damage when returned. The packaging carton contained inserts, open pouch, packaging tray, both electrodes (green and red/white), and a size 6 trivantage tube. There were traces of contamination found on the trace pads and on the packaging tray. There were also traces of yellowish residue found on the cuff. There were small voids found on each trace pad. There was no damage noted in the construction of the device when returned. The continuity check was performed and electrically, the resistance from end to end shall be less than 200 ohms and the actual measurements were 15.8 ohms (red), 10.4 ohms (red with white stripe), 14.1 ohm (blue), and 9.8 ohms (blue with white stripe) which all electrodes were in specification. Functionally, the device was connected to a nim system while trace pads were submerged in a saline solution for functional test. During the test, the electrode check passed and there was no excess feedback recorded during the noise test. There was also no intermittent behavior recorded during the bend test where each trace for each electrode was bent individually near the clamp shell (used flexible stylet to bend traces). A review of the global complaint data showed one similar complaint about this lot number. In the returned condition, there was no out of specification condition that was related to the complaint. H6: previously applied fdm b17 fdr c20 and fdc d16 codes are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.